Event description:
A malfunction was reported with an insulin pump, which displayed a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to contact the customer for further information and follow-up, but was unable to leave a message due to unavailability of voicemail.